Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. International UDI # (B)(4). The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. It was recommended that the battery be replaced; a replacement battery was sent to the customer. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the unit had a battery failure. There was no patient involvement. Event date not specified; estimate used.